Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that there were no alarms or warnings prior to or after the leak. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to use the cycler for the next day¿s treatment and to call if they encounter any further issues. The patient¿s peritoneal dialysis registered nurse (pdrn) called back to report that the patient was on strong antibiotics due to the leak. At that point, fresenius technical support issued a replacement cycler to the patient. The pdrn reported that an alternate treatment option was available. Additional information was requested, however, to date a response has not been received. There was no patient injury or illness stated upon initial reporting. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information h6 health effect impact code.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that there were no alarms or warnings prior to or after the leak. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to use the cycler for the next day¿s treatment and to call if they encounter any further issues. The patient¿s peritoneal dialysis registered nurse (pdrn) called back to report that the patient was on strong antibiotics due to the leak. At that point, fresenius technical support issued a replacement cycler to the patient. The pdrn reported that an alternate treatment option was available. Additional information was requested, however, to date a response has not been received. There was no patient injury or illness stated upon initial reporting. The cycler was returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that there were no alarms or warnings prior to or after the leak. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to use the cycler for the next day¿s treatment and to call if they encounter any further issues. The patient¿s peritoneal dialysis registered nurse (pdrn) called back to report that the patient was on strong antibiotics due to the leak. At that point, fresenius technical support issued a replacement cycler to the patient. The pdrn reported that an alternate treatment option was available. Additional information was requested, however, to date a response has not been received. There was no patient injury or illness stated upon initial reporting. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information d9, h3, and h6. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, patient sensors test, and teach pumps check. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that there were no alarms or warnings prior to or after the leak. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to use the cycler for the next day¿s treatment and to call if they encounter any further issues. The patient¿s peritoneal dialysis registered nurse (pdrn) called back to report that the patient was on strong antibiotics due to the leak. At that point, fresenius technical support issued a replacement cycler to the patient. The pdrn reported that an alternate treatment option was available. Additional information was requested, however, to date a response has not been received. There was no patient injury or illness stated upon initial reporting. The cycler was returned to the manufacturer for physical evaluation.